Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to "reoccurrence". On the same day as the event onset, the patient was treated with cefazolin sulbactam injection (1.5 gm per day, for 21 days, route was not reported) for peritonitis. One day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient recovered from this event. The patient was discharged seven days after hospital admission. Pd therapy was ongoing. No additional information is available.